Event description:
The customer initially complained about an issue with low quality control results for the following tests: (B)(6), fpsa, and tpsa. The customer tried performing a liquid flow cleaning, but the issue with the controls still occurred. When investigating the issue, field support personnel checked control results and determined that there was a shift up in controls for free triiodothyronine (ft3) and free thyroxine (ft4). The field support personnel also found many bubbles in the assay cup when the pre-wash cycle was performed. The field support person determined that the tubing in the pre-wash area was obstructed. He used a wire to clean the tubing and after doing this, controls for all 6 tests were acceptable when repeated. In the process of troubleshooting, it was determined that erroneous ft3 and ft4 results were reported outside of the laboratory for 4 patient samples. The samples were initially run before the tubing was cleaned. Samples were repeated after the tubing was cleaned and controls were found to be acceptable. The first patient sample initially resulted as 4.24 pg/ml for ft3 and 2.53 ng/dl for ft4. These initial results were reported outside of the laboratory where they were questioned by a physician. The physician requested a repeat of the sample and when repeated, the sample resulted as 2.25 pg/ml for ft3 and 1.47 ng/dl for ft4. The second patient sample initially resulted as 7.22 pg/ml for ft3 and 2.61 ng/dl for ft4. These initial results were reported outside of the laboratory where they were questioned by a physician. The physician requested a repeat of the sample and when repeated, the sample resulted as 2.70 pg/ml for ft3 and 1.22 ng/dl for ft4. The third patient sample initially resulted as 7.03 pg/ml for ft3 and 3.53 ng/dl for ft4. These initial results were reported outside of the laboratory where they were questioned by a physician. The physician requested a repeat of the sample and when repeated, the sample resulted as 3.03 pg/ml for ft3 and 1.26 ng/dl for ft4. The fourth patient sample initially resulted as 7.29 pg/ml for ft3 and 3.69 ng/dl for ft4. These initial results were reported outside of the laboratory where they were questioned by a physician. The physician requested a repeat of the sample and when repeated, the sample resulted as 2.35 pg/ml for ft3 and 1.21 ng/dl for ft4. The patients were not adversely affected. The customer was asked for the ft3 reagent lot number and expiration date, but these were not provided. The ft4 reagent lot number was 176245 with an expiration date of 02/27/2015.

Manufacturer narrative:
This event occurred in (B)(6).